Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the patient was hospitalized due to diabetic ketoacidosis and a heart attack. The blood glucose reading at the time of admission was unknown. The patient had previously called in to report blood glucose levels greater than 500 mg/dl for the past five days. At the time of that call, the patient was vomiting due to his elevated blood glucose levels. Offered to call the paramedics, but the patient declined due to the cost of having the ambulance come out. The patient just wanted the insulin pump replaced. Nothing further was reported.